Event description:
Patient with heartmate ii left ventricular assist device (lvad) with lvad course uniquely complicated by chronic gastrointestinal (gi) bleeding issues, long term absence of aspirin and suboptimal anticoagulation, and frequent need for outpatient blood transfusions was admitted with cat scan confirming small right inferior parietal lobe stroke. Attempts were made during the hospitalization to initiate aspirin therapy and coumadin with inr goal 1.5-1.8, however patient suffered another gi bleed event requiring 4 units of transfused blood. Patient declined endoscopic evaluation. Patient was supportive of aspirin therapy due to his greater concern for stroke that gi bleed. Discharged home with aspirin 81 mg daily and coumadin.